Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic duodenal switch, while the device was being applied to stomach, the device's handle was not able to squeezed and could not fire . The opened a new staple load to resolve the issue and complete the case. There was no patient injury. From (B)(4) - according to the reporter, during laparoscopic duodenal switch, while the device was being applied to stomach, the device was unable to fire. The opened a new staple load to resolve the issue and complete the case. There was no patient injury.